Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2018-07734. During an implant of a cardiac resynchronization therapy device (crtd), following successful implant of the right ventricular and atrial leads the coronary sinus was attempted to be cannulated with an electrophysiology catheter inserted into the cps delivery system. A dissection of the proximal coronary sinus with a pericardial effusion was confirmed via injection of a contrast agent with imaging and the procedure was terminated. The patient's condition remained stable and no intervention was performed to treat the dissection and pericardial effusion. Difficult anatomy of the coronary ostium was the suspected cause of the event. There was no performance issues with any abbott devices. The crtd device was implanted with the left ventricular port capped.